Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced resistance multiple times when filling their cartridges with insulin. There was no impact to the customer's blood glucose level. Replacement cartridge were sent to the customer.